Manufacturer narrative:
One model# 174f7 catheter with a monoject 1.5 cc limited volume syringe were returned for examinatin. A non-ew stopcock was attached at the proximal injectate lumen hub. The reported event of co measurement issue was not able to be confirmed. No visible damage or abnormality was observed from the catheter body and balloon. No error message was observed on the vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on a vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened, and no visible abnormalities were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. However, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that the cardiac output (co) could not be measured during use. The thermodilution curve was not displayed two out of four times where injection (0-5 celsius) was performed. The injectate was taken out of the freezer and was defrosted. The co values displayed were 8.5l and 9.2l, which were higher than expected. No trouble shooting was performed, and no error messages were displayed. There were no patient complications reported. Patient demographics were unable to be obtained.